Event description:
Rn was drawing blood from a cordis when the plastic tip of the blunt cannula (bd blunt plastic cannula) broke off in the septum of the hep lock cap (bbraun -nf9100 safeline injection site). Rn removed hep lock cap, with broken blunt tip intact in the hep lock cap, before patient harm could occur.======================manufacturer response for nf9100 safeline injection site, bbraun safeline (per site reporter).======================will do so after internal investigation.